Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot#, serial# unknown, implanted: explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via implanted infusion pump. It was reported that on april 14th, the physician telephoned the hospital and read the information using a programmer. The ¿service code 528" regarding motor stall recovery having occurred was displayed, and the physician wanted to know what to do. It was further indicated the situation was checked, and the alarm had sounded a little while ago. When the log was checked, a serious alarm had occurred on (B)(6), and it was noted that the patient mentioned that it might have been a while ago. The patient did not specifically undergo a magnetic resonance imaging (MRI) examination. The pump refill was performed at 3-month intervals, so the previous refill was performed in (B)(6), and the next refill was scheduled for (B)(6). The programmer had a residual volume of 7 ml today, so it seems that the refill was not less than 2 ml. It was further noted that there was also information that the patient had received other electrical stimulation therapy in addition to the intrathecal baclofen (itb) therapy. Right now, the alarm has sounded and the spasticity has not worsened, so they contacted the itbmr at the facility and told them that they will check the condition again during the refill on (B)(6). No pump operability test or rotor study was performed. The outcome of the event was unknown. The pump alarm that occurred was related to the pump and unrelated to drug, catheter, or procedure. It was further noted as having been unknown if the alarm was related to the programmer.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# unknown product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the implant date of the pump was (B)(6) 2022. The daily dose at the time of the event was 100 ug. It was stated that the pump stop alarm sounded several times and service code 528 was displayed. A review of the log showed a pump stop followed by recovery. The date of onset was (B)(6) 2025. It was stated that the causal relationship to the drug was unrelated. Causal relationship to the catheter and programmer was stated as no and causal relationship to the pump and procedure was unknown. The physician stated that the cause was unclear due to past case analysis. It was stated that there had been multiple occurrences of several pump stop alarms in the past and a log review confirmed recovery. While no withdrawal symptoms had been observed, the patient was planning to travel abroad, so it would be problematic if the alarms continued. It was stated that similar issues occurred before the last refill, but the fluctuation rate was 10.8%, which was within the normal range. Therefore, it was believed that the pump itself was functioning properly and the issue might be with the application. Additional information received from a health care provider (for, hcp) via a distributor (dist) indicated that regarding diagnostics /troubleshooting and event resolution, the situation since then was unknown. The pump was still in use and would not be returned. Logs related to the event were provided. Additional information received from the attached logs indicated that on the pump motor stopped on (B)(6) 2025 at 5:35 am and recovered at 5:58 am. The next stall occurred on (B)(6) 2025 at 1:33 pm and recovered at 1:53 pm. The next stall occurred on (B)(6) 2025 at 3:07 pm and recovered at 3:58 pm. The next stall occurred on (B)(6) 2025 at 3:19 pm and recovered at 3:47 pm. The next stall occurred on (B)(6) 2025 at 5:06 pm and recovered at 5:42 pm. The next stall occurred on (B)(6) 2025 at 5:32 pm and recovered at 6:02 pm. Code 529 [the pump motor has stopped but has been restored. This may be due to MRI imaging] was also seen.